Event description:
It was reported that the ICD has recorded several ams episodes due to noise present on the atrial bipolar egm. The physician performed isometric tests and noted that the noise was reproduced on the atrial channel. The ICD was reprogrammed to vvi mode.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.